Event description:
Vent abruptly alarmed as "device alert", pt bagged with ambu, pt tolerated well. Shut down machine, rebooted system, "device alert" persisted. Pt connected to different vent without further problems. Noted error code kb0053 (bd eeprom checksum error).